Event description:
It was report by the nurse to our sales rep, that she was observing a surgical procedure. During this procedure she noticed that the surgeon seemed to have problems with the reamer. She observed that the surgeon was drilling into the femoral canal. After removing the reamer the surgeon stated that the reamer was broken. Finally, he could complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.